Event description:
It was reported on (B)(6) 2013, the consultant discovered post operatively (after an im femur nail procedure) that the set screw on the wing nut was broken. The consultant clarified, it was the metal tab inside of the t that was broken on the helical blade inserter (part 357.372; lot # 4526094). The instrument was used by the surgeon on the procedure; the procedure was successfully completed with no delay and no report of patient injury. Consultant commented the surgeon was not aware instrument had an issue; consultant further stated he has previous experience with this part and he checked the device after surgery and it was not spinning properly due to the broken metal tab inside of the inserter. This is for report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
The device is used for treatment, not diagnosis. Additional information, patient ID case # (B)(6). The device is an instrument, not implanted/explanted. Part returned to manufacturer - (B)(4) 2013. Date received by manufacture - (B)(4) 2013. The device has been received and is entering the evaluation process. The investigation is ongoing;no conclusion could be drawn. Placeholder.